Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the b)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed b)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with several motor errors. The patient's blood glucose at the time of incident was 17.8 mmol/l. The motor errors have occurred for the past two months, and occur when the customer attempts to bolus. Troubleshooting was initiated for the motor error alarms. The drive support cap was normal and undamaged. The pump had not been expose to MRI or magnetic fields. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.